Manufacturer narrative:
(B) (4). (B) (4). Information of this event was reported to the company by field personnel. No further information has been provided at this time by the account. At this time, the actual lot number of the eml2 device involved is unknown. Purchase records were evaluated to determine the most recent purchase of eml2 devices prior to the case. The most recently purchased eml2 lot number was 20859 - expiration date 09/01/2010, manufacture date 09/2009. Evaluation summary: the device involved in the event was not returned for evaluation. A retained sample of the eml2 device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.

Event description:
During a procedure, the pulmonary vein was nicked while using the eml2 clamp. The surgeon noticed the bleeding after positioning the red rubber catheter around the pulmonary veins. He converted to a sternotomy and repaired the tear, but several units of blood were required. The pt was not responding after being transferred from the operating room and is currently on life support. The surgeon indicated that this incident was not device related and that the pt's anatomy played a role in the issue.